Event description:
Hill-rom tech support received a report from the account stating the brakes would not hold (still rolls with brakes set). The bed was located in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technical support rep performed troubleshooting over the phone with the account. Per the hill-rom service manual annual preventative maintenance must be performed to ensure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: caster braking systems. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the customer two add'l times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this info, no further action is required.